Manufacturer narrative:
Analysis of the device memory revealed no anomalies were found. Returned product analysis is pending.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the lead dislodged into the right atrium due to the patient's growth pattern since the original implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.